Manufacturer narrative:
(B)(4). The device was not returned for analysis. It may be possible that the distal end of the introducer sheath was angled or bent such that during withdrawal, the inner diameter clearance of the sheath was reduced causing the reported resistance and the supera tip to detach; however, this could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported resistance during removal and tip detachment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was that the procedure was to treat a de novo lesion located in the superficial femoral artery that was heavily tortuous and heavily calcified. The vessel diameter was 5 mm. Pre-dilatation was performed with a 5 mm balloon catheter. After successful deployment of the supera stent, when the delivery system was being removed, some resistance was felt. After removal the tip of the delivery catheter was observed to be separated with the tip still in the anatomy. A snare device was used to retrieve the separated tip. There was a slight delay in the procedure; however, this did not cause any adverse patient effects. The patient outcome was satisfactory. No additional information was provided.